Event description:
I had a hysterectomy in (B)(6) and had transvaginal placement of surgical mesh for repair of bladder prolapse. What is the first sign to look for to know if my mesh is eroding. I was prescribed estrare cream to help with vaginal dryness and mesh erosion. Does this help or not? What should I have my heal provider look for doing exams and how often should I have pelvic exams. Right now it is doing good except I have a pinching pain in my left hip/back area when I sit or lie down. I have to lie on right side then I can roll to left. Sitting on toilet for bowel movement and sitting for long periods is very uncomfortable. Is this normal or is there something I can or should be doing?